Manufacturer narrative:
(B)(4).

Event description:
A was reported that there was residual volume at pump refill; per the pump logs the last refill was on (B)(6) 2012 with residual volume of 33.1 ml. The pump was replaced; during surgery when the pocket was opened physician found "film in between pump and connector on sutureless connector piece". A tear in the septum of the refill port was also observed. It was added that the tear was why the physician elected to replace pump. Patient was without injury and recovered without sequela. Drug delivered via the device was morphine.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4). Analysis of the pump revealed no anomaly; normal device function. A partial catheter was returned for analysis; analysis of the same revealed an indent down in the sc connector seal along with occlusion that was related to the event.